Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Red status indicator flashing. No patient involved.

Manufacturer narrative:
The device was returned for ¿red status indicator after upgrade¿. Information from the history log shows the device software was upgraded in (B)(6) 2014. The device then continued to perform all weekly auto self-tests before initially issuing a low battery warning on the (B)(6) 2017. The returned sam pad device performed to specification throughout the investigation. The battery monitoring circuitry and device current drain were verified. The returned pad-pak had an expiry of (B)(6) 2016, the measurements taken from this pad-pak were consistent with this expiry date and were low enough to cause the device to issue a low battery warning. Information from the history log would suggest this was the only pad-pak installed in the device. Furthermore, there were sporadic manual power ons of ten-minute duration recorded throughout the history log. The on/off circuitry was verified during the investigation. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator flashing. No patient involved.